Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a follow up after an ablation procedure. During the assessment, the right atrial lead exhibited high capture thresholds and a sensing anomaly. No intervention or patient symptoms were reported.